Event description:
The patient had an MRI and wore the pump into the room. When asked about extreme blood glucose levels afterward patient said they had gone into the hospital for hyperglycemia, but the doctor made changes to the basal rates. Patient was released and has been fine since.